Event description:
The patient felt no stimulation sensation and experienced a loss of therapeutic effect. She had symptoms in her legs (normal area of paresthesia). There was no incident or accident related to the complaint. It was determined that the leads were broken. The patient was in the process of scheduling a revision. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).